Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00215: head; 3025141-2017-00216: neck.

Event description:
An arh slide-loc radial head replacement product was implanted. On (B)(6) 2017, the implant was explanted for unknown reasons.